Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site and was hospitalised on (B)(6) 2014 (specific duration not reported). It was reported the patient experienced a postauricular abcess and underwent a procedure to drain the site. The patient was treated with intravenous antibiotics, specific date not reported. The implanted device remains.